Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient was in the middle of a device trial and the trial worked fine and was good on the right side. The patient switched lead sides the day of the report and she was feeling the pulse of the stimulation in her back, not in the same place in the pelvic floor area. When the patient turned stimulation on to 1, it was too strong. The patient was worried that the lead had migrated and was not in the right place. At the time of the report the external neurostimulator was off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.